Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
Device 1 of 3: reference MFR. Report #1627487-2019-03353, reference MFR. Report #1627487-2019-03354. It was reported the patients leads had migrated. Asa result, the patients leads were explanted and replaced. Surgical intervention addressed the issue.

Event description:
Device 1 of 3. Reference MFR. Report #1627487-2019-03353. Reference MFR. Report #1627487-2019-03354.

Event description:
Device 1 of 3 reference MFR. Report #1627487-2019-03353; reference MFR. Report #1627487-2019-03354.